Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00485: plate, 3025141-2019-00487: screw 2, 3025141-2019-00488: screw 3.

Event description:
While implanting a plate to treat a distal humerus fracture, three screws broke. The procedure was completed with a competitor's product. There was a 20 minute delay in surgery time.